Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing cartridges every 5-6 days. Customer was instructed to change cartridges every 2-3 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was between 157 and the low 300 mg/dl range.